Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image due to moisture inside the charged coupled device and failed leak test due to puncture on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to moisture inside the charged coupled device and failed leak test due to puncture on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had no white balance. The issue was found during reprocessing. There were no reports of patient involvement.